Event description:
Joint pain, chest pain, muscle pain, shoulder pain, swollen lymph nodes, hair loss, breast pain, numbness and tingling in feet and hands, bowel problems, blurred vision and dryness in mouth.